Event description:
Additional information. The device was replaced because it was "malfunctioning." The patient recovered without sequela.

Event description:
It was reported that the patient experienced a loss of therapeutic effect approximately two weeks ago with no stimulation sensation. Impedance over 4,000 ohms was measured on some bipolar pairs. Additional information received reported that the patient planned to see the hcp for a possible lead revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no anomalies. Final analysis of the extension (serial # (B)(4)) revealed there were no significant anomalies. The outer insulation of the body was cut though. Final analysis of the extension (serial # (B)(4)) revealed there were no anomalies.

Event description:
Additional information. The hcp stated the event was attributed to the leads and the stimulator. The stimulator was reprogrammed (B)(6) 2012, and at this time the abnormal impedances were discovered. The stimulator had normal battery depletion, and the leads had a break. The stimulator and leads were both replaced. The patient required hospitalization due to the replacement, and there was no patient injury.

Manufacturer narrative:
Lead model 3587a lot# la7627 implanted: 2002-(B)(6) explanted: na, lead model 3587a lot# la7793 implanted: 2002-(B)(6) explanted: na, extension model 7495lz (B)(4) implanted: 2002-(B)(6) explanted: na, extension model 7495lz (B)(4) implanted: 2002-(B)(6) explanted: na, programmer model 7435 (B)(4).

Manufacturer narrative:
(B)(4).